Event description:
It was reported that the flexible drill driver broke during normal use. The surgical technique was followed, and no parts fell into the patient. The surgery was finished with another tray.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. Product was not returned; however, a picture was provided and reviewed. Visual examination of the provided picture identified that the device had fractured at the tip, with a drill bit still attached. The device was covered in bio-debris. No further evaluation could be made from the provided picture. Lot identification is necessary for review of device history records, lot identification was not provided. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. The complaint was confirmed based on the provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.